Manufacturer narrative:
Customer facility quality assurance investigation identified no analyzer malfunction. No beckman service was requested or dispatched. Qa investigation identified that on (B)(6) 2014, the patient sample was clotted when initially run through the analyzer. The clot was cleared from the sample and the sample was returned to the analyzer for a second run. The au680 clinical chemistry analyzer generated low results accompanied by "g" flags. Operator reported the flagged results. Qa investigation identified that accurate results were generated after the "g" flagged results as the system had initiated auto-repeat testing for that sample based on facility entered parameters which require low results to be repeated. The operator never noticed the final results having already reported out the erroneous "g" flagged results. Auto-repeated results were found to be equivalent to qa testing results performed the following day; (B)(6) 2014. This is a user error event. The operator failed to follow instructions for use for dealing with clotted samples and flags. Error flags are generated by the system when it encounters a condition that can affect the result. This condition can range from minor warnings to severe errors that require immediate attention. It is important that the operator review each flag as it is generated and identifies the root cause, and takes appropriate action. No result should be reported with an unresolved or unexpected flag.

Event description:
Customer reported erroneous low results for valproic acid (valp) and vancomycin (vanc) assays from the beckman coulter au680 clinical chemistry analyzer for one female child patient. No age or other demographic information was provided for the patient. Initial results were only flags, no numerical results were provided by the instrument. Flags generated by the instrument: "%" and "?". The "%" flag indicates the detection of a clot for the sample being processed. The "?" Flag indicates that the analyzer is unable to calculate a result. The sample was checked and found clotted. The clot was cleared and the sample returned to the au680 clinical chemistry analyzer for repeat testing. The valp result from the repeat run was less than 10 micrograms per milliliter and the vanc result was less than 2.0 micrograms per milliliter. Both results were flagged with a "g" flag. The "g" flag indicates that the result is below the linear dynamic range for the assay. Customer reported these results. During internal quality assurance review performed by the customer, retesting of this sample was initiated as the results were not believed. Customer stated that controls for both assays had been performed before the event with acceptable recovery within the facility generated ranges. Qa repeat testing provided results for both assays that were expected and reportable with no flagging. Corrected results were issued. Customer stated that the patient dosage was administered more valproic acid based on the erroneously low results that had been initially reported out. Dosage information was not provided. Customer provided no indication of adverse consequences for the patient for this event.